Manufacturer narrative:
Field service engineer (fse) troubleshot customer's report of footswitch problems and replaced the fluoro footswitch and also the table movement switch. Fse then checked system for proper operation, and completed service checklist. Unit passed all checkout procedures and was returned to service.

Event description:
Customer reports via phone that during an unknown urology procedure, the fluoro failed. The patient was moved to another room where the procedure was successfully completed. No additional patient details are available. No patient injury.